Manufacturer narrative:
It was reported that a female patient in their seventies underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Patient was transferred to the intensive care unit (ICU) for observation overnight. The patient was discharged home next day fully recovered. Physician¿s causality opinion is unknown. No error messages were observed on any bwi equipment during the case. Device evaluation details: on 1/18/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the product looks in normal condition. On 1/24/2019, the device evaluation was been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. The irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30086647m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient in their seventies underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase of the left superior pulmonary vein (lspv), the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by cartosound catheter. Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Patient was transferred to the intensive care unit (ICU) for observation overnight. The patient was discharged home next day fully recovered. Physician¿s causality opinion is unknown. No error messages were observed on any bwi equipment during the case. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. A st. Jude medical sl0 sheath was used during the procedure. The flow setting was standard for thermocool® smart touch¿ bi-directional navigation catheter. The patient received anticoagulant (unspecified), the activated clotting time (act) was between 300-400 seconds. The thermocool® smart touch¿ bi-directional navigation catheter was in close proximity to lasso catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter only on startup after temperature handle warmed up. The shaft proximity interference (spi) is unknown. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm, 7 seconds, 35%/ 5g. The additional filter used with the visitag was respiratory adjustment.